Manufacturer narrative:
A ge service representative performed an on site investigation. The flash memory was cleared during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an x-ray disabled error prior to a case. No patient injury was reported.